Event description:
The viper instrument tip broke off. The malfunction occurred prior to use on the pt. There was no adverse pt consequence. If this were to recur during use it could result in the need for surgical intervention to locate and remove the broken fragment. As a result depuy spine is taking a conservative approach and filling an MDR.